Event description:
It was reported that the cartridge was damaged at the canister, interrupting insulin delivery. There was no adverse impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.